Event description:
It was reported that the pt's device has migrated to his neck area. He is also reportedly experiencing pain with the use of the device and is sometimes reluctant to use it. Testing showed that the device is functioning normally. The surgeon is considering surgery to re-position or replace the device.